Manufacturer narrative:
Evaluated one opened/used enlite sensor and performed visual inspection and found sensor needle bent inside sensor. We were unable to confirm if customer received sensor in said condition due to customer returning it opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating sensor issues on their insulin pump. The patient's blood glucose was 247 mg/dl at the time of the call. The customer stated that they had trouble inserting their sensor. The customer mentioned that the needle hub got stuck in the serter. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was educated on the proper site and insertion technique of the sensor to avoid any issues in the future. The customer was sent a new sensor.